Event description:
Center manager (cm) reports one incident of a blood leak with a CT-190g dialyzer. It was reported that the unit had been previously reprocessed (number unreported). Cm reported that the incident occurred at the start of treatment and was noted by a blood leak alarm. The blood leak was confirmed with positive hemastix. An estimated blood loss of 250cc to 300cc was reported as a result of not returning blood from the extra corporeal circuit to the pt. Treatment was resumed with new disposables and completed without further incident. No pt injury reported per cm.